Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5554 lead, implanted: (B)(6) 1999; a 5054 lead, implanted: (B)(6) 1999. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Event description:
It was later reported that the device was explanted and replaced due to a routine system upgrade.

Event description:
It was reported by the patient of having problems with the pacemaker for approximately a year. The patient reported difficulty breathing and a cough. The field representative changed the device mode from vvir to vdir and the patient is feeling better, but has questions regarding the device readings. The patient was referred back to the physician. The device remains in use. No patient complications have been reported as a result of this event.